Manufacturer narrative:
A specific root cause could not be determined based on the provided information. Additional information required for the investigation was requested, but not provided. A general reagent issue or analyzer issue could not be identified.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer reported that they received an erroneous result for one patient sample tested for total prostate-specific antigen (tpsa). The sample initially resulted as 0.211 ng/ml and this value was reported outside of the laboratory. The sample was repeated on (B)(6) 2015 on a different e module, resulting as 95.36 ng/ml. The sample was also repeated on the original analyzer on (B)(6) 2015, resulting as 93.92 ng/ml. The patient was not adversely affected. The tpsa reagent lot number was 180709, with an expiration date of 02/28/2016.